Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) felt pain due to the lead. Pocket revision was done to relocate this device to the sub muscular area. This device remains in service. No additional adverse patient effects were reported.